Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the cubie memory had failed. The field service engineer (fse) found that multiple cubie pockets in main half height drawer 3.2 were not detected on the bus. The fse replaced the faulty drawer board 3.2. After rebooting the system, some pockets were wiped out. The fse ran a hardware test application (hta) test, which passed successfully. Preventive maintenance (pm) was performed. The system functioned as intended after the field service engineer completed the repair.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower cubie memory had failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.